Event description:
As reported, after balloon dilation of left renal artery, the palmaz blue stent was used for stent implantation. It was found that the stent was loose on the delivery system and could not reach the pathological position normally, so the stent was withdrawn. The irregular protrusions of the stent were found, after flushing, when the device was ready to be inserted into the vascular sheath. The case was completed with a new device (same product). There was no reported injury to the patient. An unknown angiography catheter was used to conduct and angiogram at the opening of the left renal artery. A stenosis was found in the left renal artery. The device was stored according to the instructions for use (IFU). The sds was prepped according to IFU guidelines. There was no difficulty noted during prep. The stent was not manipulated during prep. A 6f non-cordis sheath was used with non-cordis .014 wire and a 6f non-cordis guide catheter. The balloon of the device was not inflated prior to inserting into the patient. Negative pressure was noted to be applied to the balloon. The device was not inserted through the rotating hemostatic valve. The target lesion diameter was measured to be about 6mm. The lesion was noted to have calcification. There was no vessel tortuosity. The lesion had a 50% stenosis. The device was not being used to treat a chronic total occlusion (cto). The nominal diameter of the stent is 1 mm larger than the original diameter of the diseased vessel. Unusual force was not used at any time during the procedure. The catheter was never in an acute bend. The device was returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6 as reported, after balloon dilation of the left renal artery, the 7x24mm palmaz blue stent on aviator plus 142cm was used for stent implantation. It was found that the stent was loose on the delivery system and could not reach the pathological position normally, so the stent was withdrawn. The irregular protrusions of the stent were found, after flushing, when the device was ready to be inserted into the vascular sheath. The case was completed with a new device (same product). There was no reported injury to the patient. An unknown angiography catheter was used to conduct an angiogram at the opening of the left renal artery, and a stenosis was found in the left renal artery. The stent delivery system (sds) device was stored and prepped according to the instructions for use (IFU). There was no difficulty noted during prep. The stent was not manipulated during prep. A 6f non-cordis sheath was used with non-cordis .014 wire and a 6f non-cordis guide catheter. The balloon of the device was not inflated prior to inserting into the patient. Negative pressure was noted to be applied to the balloon. The device was not inserted through the rotating hemostatic valve. The target lesion diameter was measured to be about 6mm. The lesion was noted to have calcification. There was no vessel tortuosity. The lesion had a 50% stenosis. The device was not being used to treat a chronic total occlusion (cto). The nominal diameter of the stent is 1 mm larger than the original diameter of the diseased vessel. Unusual force was not used at any time during the procedure. The catheter was never in an acute bend. The device was returned for analysis. During the visual inspection, the unit was received with no damages, the stent was noted to be slightly opened at the distal section, nevertheless only that portion was found with the condition. No other anomalies were found with the naked eye. In order to inspect the received stent, amplified images of the anomaly found were taken. A slightly opened condition was found on the distal end of the stent; however, a fiber was found tangled up near the condition. This fiber could indicate that a handling/manipulation factor might be involved with the condition found since no other anomaly or defect was found during inspection. A product history record (phr) review of lot 82208533 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-loose crimp-during prep¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the condition of the returned device, handling factors of the device during prep (such as snagging gauze on the stent) likely contributed to the slightly opened condition found on the stent as evidenced by a tangled fiber noted near the area. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿prior to use, the product should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system.¿ as stated during preparation of the stent system, ¿inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot 82208533 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after balloon dilation of left renal artery, the palmaz blue stent was used for stent implantation. It was found that the stent was loose on the delivery system and could not reach the pathological position normally, so the stent was withdrawn. The irregular protrusions of the stent were found, after flushing, when the device was ready to be inserted into the vascular sheath. The case was completed with a new device (same product). There was no reported injury to the patient. An unknown angiography catheter was used to conduct and angiogram at the opening of the left renal artery. A stenosis was found in the left renal artery. The device was stored according to the instructions for use (IFU). The sds was prepped according to IFU guidelines. There was no difficulty noted during prep. The stent was not manipulated during prep. A 6f non-cordis sheath was used with non-cordis .014 wire and a 6f non-cordis guide catheter. The balloon of the device was not inflated prior to inserting into the patient. Negative pressure was noted to be applied to the balloon. The device was not inserted through the rotating hemostatic valve. The target lesion diameter was measured to be about 6mm. The lesion was noted to have calcification. There was no vessel tortuosity. The lesion had a 50% stenosis. The device was not being used to treat a chronic total occlusion (cto). The nominal diameter of the stent is 1 mm larger than the original diameter of the diseased vessel. Unusual force was not used at any time during the procedure. The catheter was never in an acute bend. The device will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, after balloon dilation of left renal artery, the palmaz blue stent was used for stent implantation. It was found that the stent was loose on the delivery system and could not reach the pathological position normally, so the stent was withdrawn. The irregular protrusions of the stent were found, after flushing, when the device was ready to be inserted into the vascular sheath. The case was completed with a new device (same product). There was no reported injury to the patient. An unknown angiography catheter was used to conduct and angiogram at the opening of the left renal artery. A stenosis was found in the left renal artery. The device was stored according to the instructions for use (IFU). The sds was prepped according to IFU guidelines. There was no difficulty noted during prep. The stent was not manipulated during prep. A 6f non-cordis sheath was used with non-cordis .014 wire and a 6f non-cordis guide catheter. The balloon of the device was not inflated prior to inserting into the patient. Negative pressure was noted to be applied to the balloon. The device was not inserted through the rotating hemostatic valve. The target lesion diameter was measured to be about 6mm. The lesion was noted to have calcification. There was no vessel tortuosity. The lesion had a 50% stenosis. The device was not being used to treat a chronic total occlusion (cto). The nominal diameter of the stent is 1 mm larger than the original diameter of the diseased vessel. Unusual force was not used at any time during the procedure. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.